Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received intermittent occlusion alarms. Customer typically cleared the alarms, resumed insulin, and blood glucose level remained normal; however, the latest alarm during bolus delivery impacted bg level (200s mg/dl). Customer had not changed cartridge, infusion set, or site; therefore, a system check was performed with tandem technical support which indicated that the occlusion may have been at the site. Customer managed bg level by delivering a bolus via the pump.